Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging an issue with the subject meter being unable to go from one screen to another. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up (4/29/2013)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter has passed testing with primary issue. The reported issue could not be reproduced. The lcd screen was noted to be damaged. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.